Event description:
During j-pouch procedure, the device did not deliver a staple line. The operating room time was extended by 1.5 hours. Hand sutures were used to close the anastomosis. The pt required a temporary colostomy.